Event description:
Customer reported battery out limit and a blank display. Advised customer to discontinue use of pump if it keeps behaving in that manner. The blood glucose reading is 423 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.